Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the defective user interface module was confirmed. Further inspection of the device confirmed failure code 804:22 in the event history. This failure code occurs as a result of a defective user interface module. The defective user interface module was replaced.